Event description:
It was reported that the pedals periodically are sticking causing the device to continually run. No case involved. No user injury reported.

Manufacturer narrative:
H3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. Complaint of sticking right pedal was confirmed. Footswitch failed functional testing using a known good control unit and mdu. The actuator for the right pedal is sticking from corrosion buildup and sticks when depressed. The complaint was confirmed and the root cause has been determined to be corrosion of the right pedal actuator. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.